Event description:
It was reported that after insertion of the iab, the user was unable to get a pressure reading. An occlusion of the central lumen was suspected, so the iab was removed and replaced. There were no pt complications.